Event description:
The patient's heart rate seemed to be affected by the controller. This only occurred when the system was active. The patient has a history of heart problems. The doctor stopped use of the system. There was no patient consequence. The rep did not know which shoulder was being worked on. The rep was not present for the case.